Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, the 22 mm amplatzer septal occluder (aso) embolized from the intended location after release from the 10f amplatzer torqvue 45 delivery system (dtv45) as the aso was not large enough for the defect. Surgical intervention was required and performed the same day. The patient was reported to be recovering and stable.